Event description:
Pt undergoing total hip replacement. During procedure, trial femoral head dropped into hip incision and migrated into pelvis. Second ball used to size prosthesis, also fell off and into incision and then pelvis. On completion of procedure, gynecology consulted laparoscopy performed to retrieve trial femoral head sizing balls x 2.